Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided prostate biopsy, the device allegedly self-activated and was difficult to prime. Another device was used to complete the procedure. No patient contact was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional evaluation: per the service and repair facility, it was found that deterioration had deformed the cocking slide and sleds. This damage prevented the sleds from properly engaging the firing pin. Additionally, it was noted that the latchplate springs were damaged. The damaged components were replaced and the device was cleaned, lubricated, tested, and returned to the sales representative. Image/medical record review: no image/medical record was provided, therefore a review could not be performed. Conclusion: the investigation is confirmed for self-activation, as the instrument self-activated during functional testing, in the as-received condition, due to deteriorated inner components. The investigation is also confirmed for difficult to prime, as priming issues were noted. It is possible that improper maintenance of the device contributed to the deterioration; though, based upon the available information, the definitive root cause for the device damage and the reported event is unknown. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that during preparation for an ultrasound guided prostate biopsy, the device allegedly self-activated and was difficult to prime. Another device was used to complete the procedure. No patient contact was reported.